Manufacturer narrative:
E1: patient city: (B)(6), patient country: turkey. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in turkey. On (B)(6) 2025, the patient was hospitalized following an insulin flow blockage alarm. Upon admission, the patient's blood glucose level was measured at 555 mg/dl. The reported symptoms included feeling tired/weak. Treatment was administered through serum with insulin. No further information available.